Event description:
It was reported that during a left lap. Colectomy procedure, when the device was closed, the rubber part of the device tore. Another device was used to complete the case. No adverse patient consequence was reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.